Event description:
Patient underwent a withdrawal and was in the emergency room on (B)(6) 2011. It was stated that the actual residual volume (arv: 0) was less than the expected residual volume (erv: 3.7), which are acceptable values. Low reservoir alarm was dated as (B)(6) 2011. Hcp (health care provider) reported that several times in the past the arv was 3-5 mls lower than the erv. Hcp also stated the "possibility of the patient accessing their own pump and had a history of substance abuse, but they were unsure of the cause at this time". Drugs delivered via the pump include hydromorphone, clonidine and bupivacaine. Further follow-up attempts were unsuccessful.

Manufacturer narrative:
(B)(4).